Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The patient's weight was unable to be obtained.

Event description:
Medtronic received information that 3 years and 8 months post implant of this bioprosthetic valve, the patient had the valve explanted due to severe aortic stenosis and root replacement. The patient was implanted with aortic root bioprosthesis. The patient was reported as doing well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.